Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. The returned battery cap threads were stripped, and the battery cap was unable to fit to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit and was used. The pump powered on with auditory and vibration to a blank screen. Further testing was unable to be performed due to the blank display. The pump¿s cover was removed, and the u22 eeprom was found to be cracked. The unity test code downloaded tool application v 1.0.0 was used to upload test code v 1.0.7 to the master/slave/periph processors, the upload was successful, and an eeprom failure was concluded.